Event description:
The pt was prepped for foley catheter insertion. The balloon was tested by the nurse by injecting air into it and no defects were noted. The catheter was inserted in the pt. As the nurse was filling the balloon with saline, she heard a strange noise and the catheter came out when tension was applied. The break in the balloon was visible. The nurse stated she had injected between eight and ten ml of saline into the balloon when this occurred.